Manufacturer narrative:
(B)(4)

Event description:
Follow up information was received from the reporter. The event occurred during a right eye procedure the "eye collapsed." The patient was "sent to the ward, the console was adjusted, the patient returned to the operating room to continue the procedure and the procedure resumed." The patient was treated with medication. The reporter informed that "the pain abated" after the treatment. There was no problem seen on the next day and later.

Manufacturer narrative:
A device history record review for the reported lot shows that the other was built and released to specification. The sample was visually inspected and the issue was confirmed, no irrigation port were on the infusion sleeve. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported irrigation failure during a cataract surgery. The handpiece was re primed but the issue continued. The reported informed that the irrigation ports were missing on the sleeve. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.